Event description:
It was reported that during a gynecological procedure, the hook broke off into the pt. Used graspers to retrieve the hook. Opened a new hdh05 to finish the case. There was no pt consequence.